Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a calibration error on the sensor. Customer's blood glucose was 394 mg/dl. The customer also reported receiving a bad sensor alert. Customer's blood glucose was 407 mg/dl at the time of the alert. The customer treated their blood glucose with insulin. The customer was advised to change out the sensor. Customer declined to return the sensor for analysis.